Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25135546, 25135783 and 25135745 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The complaint was reported due to a burn observed to the patient. No failures were reported for the device. There was no product issue. A medical review was performed. The burn may have occurred due to very thin sub-cutaneous tissue in the area.

Event description:
The hospital reported post use an endoscopic vein harvesting procedure with vasoview hemopro 2. It was discovered on (B)(6) 2018 that a patient who had an endoscopic vein harvesting procedure on (B)(6) 2018 had developed a dime sized burn on the skin of the lower leg. It was determined by the harvester to have originated from the hemopro 2 device while dividing branches. The assumption is that the cautery portion of the hemopro 2 jaws came in contact with the skins from the inside of the leg tunnel and created a burn. The area of the skin affected is not draining so the caregivers are not treating it in any way, but observing it for change.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported post use an endoscopic vein harvesting procedure with vasoview hemopro 2. It was discovered on (B)(6) 2018 that a patient who had an endoscopic vein harvesting procedure on (B)(6) 2018 had developed a dime sized burn on the skin of the lower leg. It was determined by the harvester to have originated from the hemopro 2 device while dividing branches. The assumption is that the cautery portion of the hemopro 2 jaws came in contact with the skins from the inside of the leg tunnel and created a burn. The area of the skin affected is not draining, so the caregivers are not treating it in any way, but observing it for change.